Event description:
Additional information reported that the patient's altered mental status had been an issue for quite some time. The patient was in her (B)(6) and had copd and often nauseated. It was confirmed that they turned the pump to minimum rate at the hospital but that had caused more issues. The patient was discharged and at her physician's visit they turned her pump back to "normal rate" to provide efficacy. It was reported that the patient was now "doing fine".

Event description:
It was reported that the patient had altered mental status and it was thought the patient had possibly overdosed. It was initially reported that the patient had altered mental status and it was unknown whether it was related to the pump. The healthcare provider (hcp) noted they had been turning the pump down gradually but then wanted turn the pump to a minimum rate mode. It was further noted that the pump had been reprogrammed the month prior to the altered mental status. It was later reported that the patient had been hospitalized due to chronic obstructive pulmonary disease (copd), and the patient had overdosed on oral morphine, and the hospital then turned the pump down to the minimum rate. The oral morphine was given to the patient at the hospital per the reporter. The medication in the pump was morphine. Additional information had been requested but was not yet available at the time of the report.

Manufacturer narrative:
Eval - conclusion: "92" was updated and replaced with 67.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6), product type catheter, product ID 8578, serial# (B)(4), implanted: 2011 (B)(6), product type accessory. (B)(4).